Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the hospital on sunday. The customer's blood glucose level kept going up. He took shots of 10, 15, 25, and 35 units. The customer removed the insulin pump and went to the hospital. At the hospital they started to treat his blood glucose level with large doses of insulin. They treated his blood glucose level with IV insulin. The meter could not read his blood glucose level. Customer's blood glucose level was over 600 mg/dl. The customer was also nauseous. The device was not returned.